Event description:
In a bilroth procedure when an attempt was made to fire a cs29 stapler via an idrivec, pressing the open button of the idrivec yielded no result. The cs29 could not be fired. The procedure was completed by means of another device.

Manufacturer narrative:
When tested, it was observed that the open button of the device was inoperative as had been reported. The root cause is not known. It was also observed that a battery which had been used with the device was discharged and could not be re-charged. This unusual event will be monitored. Evaluation summary: idrivec calibrated and fired a cs29 without incident. Idrivec open button was not functioning. Ib100 battery could not be recharged.